Event description:
As reported by the study, a patient experienced restenosis after having a coronary artery stent implanted. The patient's medical history is significant for family history of coronary artery disease hypertension and hyperlipidemia. The indication for the procedure was stable angina pectoris. The target lesion was the unprotected left main (lm) extending to the proximal left anterior descending artery (lad). The lesion was de novo, 90% stenosed and at the ostium. Pre-dilation was conducted with a 3.0mm x 15mm balloon at 10 atms followed by the deployment of a 3.5mm x 33m cypher select plus stent at 12 atms. The stent was successfully implanted and did not require post-dilation. Approximately eight months later clinically driven angiography was performed. There was no evidence of myocardial infarction. Angiography revealed a 95% restenosis in the previously implanted cypher and a new 90% stenosis in the proximal circumflex artery (cfx). The restenosis was treated with poba, there is no information pertaining to the lesion in the cfx. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint.

Manufacturer narrative:
The product is distributed outside the united states, but is similar to us distributed stent delivery systems. Restenosis is a known potential adverse event associated with implanted coronary artery stents. The act of coronary stenting in an ostium is associated with a low success rate, high rate of complications and a high incidence of target vessel revascularization. Review of the available information suggests vessel/lesion characteristics and/or the natural progression of coronary artery disease may have contributed to the reported event.